Event description:
I had essure implanted in (B)(6) 2015. I was (B)(6) when it was implanted. Prior to this I had a baby in (B)(6) 2014. After my baby was born I had my period six weeks and a period monthly after that. I was fine active, losing weight and motivated. Once essure was placed in the first day through the 4th day, I had cramping that required strong medication to be taken in order to control the pain. I was also given a depo the same day when essure was placed which was (B)(6) 2015. I began having joint pain and rashes. When the end of the month came in (B)(6) and then the end of the month of (B)(6) came and beginning of (B)(6) came, I did not get a period. I missed two periods! I decided to go to the obgyn and he said it was probably a depo shot reaction. I explained I had the depo shot got hsg testing and according to them the coils where in place. My period lasted six weeks until (B)(6). Came again no period but my cramping bloating and pains are persistent as if my periods are going to come. I can barely eat due to the bloating I feel and how sick my stomach feels. I called my doctor again because by may the effects of the depo shot had been out of my system yet I still had period issues. He then told me in that appointment I had a hormone issue. He never did blood work to determine this. I explained to him I always used all sorts of birth control prior to this device and never had an issue. I changed doctors and I can't be seen until (B)(6). I went to my primary doctor and she told me I gained fifty pounds from (B)(6). I have never this big in my life. My legs are also swollen. All these issues began after essure. Constant headaches cramping bloating and no life. I never know when I will begin gushing blood due to my period and when it arrives, it lasts more than a month with extreme pain and extreme heaviness. A month in which I barely can get out of bed in pain to share with my children. I just found out these coils are made of nickel. I never got tested prior to insertion to check my nickel allergies so I have an appointment for that as well. My point is something that interferes with our daily life and well being should not be placed randomly. Since essure, I am not myself, I should have been tested prior to insertion for nickel allergies. My body hurts, my hair falls, my bloating and headaches are bad my kids cannot have fun with mom because for the past six months mom is sick constantly. I never had a prior issue with hormones. Therefore hormones can't be the cause of all my issues like the doctor assumed. My primary doctor does bloodwork yearly. I've always been a healthy person. Until essure.!